Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported device reset was confirmed in the lab. Bench testing was performed on the device and there was an aborted charge due to sosd detection. The device was cut open for further analysis. Reset was due to a short between the rv and svc electrodes in the lead which caused a short in transistor q17.

Event description:
It was reported that during implant the device went into vvi backup mode after failed dft testing. This device was not implanted.